Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that there was an eyelet tear on a tracheostomy tube flange. The event occurred after seven days of use. The customer uses handmade neck tape instead of the original neck tape that is packaged with the tracheostomy tube. No adverse health outcomes were reported. See MFR 3012307300-2016-00183.

Manufacturer narrative:
Two used portex® bivona® tracheostomy tubes were received for investigation. A visual inspection confirmed that there was a split on the eyelet of both tubes. A review of the manufacturing process for a similar device was performed and no discrepancies were found in the manufactured devices. The most probable root causes were determined to be: the eyelet was damaged during use by coming into contact with a sharp edge. The neck flange had a short shot or a cut and it wasn't detected during the assembly process.